Event description:
It was reported that this right atrial (ra) lead exhibited a rise and subsequent reduction in pacing impedances. However, impedance measurements were within range. At this time, the ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).